Event description:
It was reported to lifecell by the distribution partner that scrub technician noticed hair follicle upon mixing the product. Product was never used on the pt, and was removed from the surgical field. Lifecell was notified that medical center filed medwatch report; lifecell also received from FDA a copy of medwatch report (B)(4).

Manufacturer narrative:
Method: (to be specified) - review of the device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot. Results: review of the device history record revealed no deviations associated with the nature of this complaint. To date, there were no issues or other complaints reported to lifecell against the lot. Based on the limited info reported to lifecell and the inability to examine the device, lifecell decided to file MDR.